Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), pelvic pain ("pelvic pain/ chronic"), metrorrhagia ("metrorrhagia"), menorrhagia ("menorrhagia (heavy menstrual bleeding"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse"), female sexual dysfunction ("apareunia,"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), gastrointestinal disorder ("gi conditions"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue,"), alopecia ("hair loss"), weight fluctuation ("weight gain, weight loss"), tooth disorder ("dental problems"), headache ("headaches,"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, pelvic pain, metrorrhagia, menorrhagia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, genital haemorrhage, gastrointestinal disorder, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, weight fluctuation, tooth disorder, hormone level abnormal, headache, nausea and visual impairment outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, tooth disorder, urinary tract disorder, vaginal discharge, visual impairment and weight fluctuation to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery she received treatment for pain chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal , back, bladder problems, urinary problems., vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) : yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury was replaced with bladder problems, urinary problems., vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches,nausea, vision problems, weight gain, weight loss, perforation: other, menorrhagia (heavy menstrual bleeding), metrorrhagia , general abnormal bleeding, chronic, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), apareunia, pelvic/abdominal, back added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.